Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed during product evaluation. The root cause of this condition was assigned to saturation of the air sensor circuits. The tubing channel was checked for moisture; then cleaned and dried. An air-in-line test was also performed and tested ok in order to address this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The event occurred in the general patient ward department. There was no reported patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). After further investigation by quality engineering, the root cause of this condition was not identified. Although the problem is confirmed, it was not reproduced.